Manufacturer narrative:
Patient information was unavailable from the site. Due to this procedure being used on a horse. Onsite functional and visual testing was performed. The system was found to have no faults. The logs were returned to the manufacturer for analysis. Log analysis was performed. The logs were unable to confirm the reported issue.

Event description:
Medtronic received information regarding an imaging device being used outside of a human procedure. It was reported that the safety mode was indicated on the mobile view station (mvs) upon starting the system. Additionally, when the imaging system was starting, it shut down and failed to start. After the imaging system was rebooted multiple times, it started working. During the procedure, while the system was in use, 2d images were taken normally. The system rebooted and 3d images could not be taken. Medtronic imaging was aborted. The patient was a horse, and there was no impact.